Manufacturer narrative:
The reported event of noise was confirmed. External insulation abrasion was noted at 43.8 cm to 44.0 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change and lead revision procedure. Interrogation revealed that the right ventricular lead exhibited over-sensing of noise leading to pacing inhibition. The lead was removed and replaced. The patient was stable.